Event description:
Boston scientific received information that the right atrial (ra) lead dislodged several times during the implant procedure, but was successfully implanted. Two days post implant the lead dislodged again post cardioversion. Subsequently the lead was explanted and a new lead was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If additional information should become available to our company, this event would be updated.